Event description:
It was reported that during the implant procedure, impedance measurements were not displayed. The physician checked all connections and placed the device back in the pocket. Eventually all the impedance measurements showed in normal range. There were no adverse consequences and the patient was not affected by the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.